Manufacturer narrative:
The pinch valve tubing was replaced and various parts of the instrument were cleaned and/or checked. Instrument performance testing results were acceptable. There was no indication for a performance issue of the reagent or instrument as qc recovery was acceptable. The collected sample volume was lower than the recommended fill volume, the number of tube inversions was lower than recommended, the centrifugation spin speed was faster than recommended, and the ramp up/down time was faster than recommended. These issues could have contributed to a pre-analytic issue. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs result for one patient sample from the cobas e411 rack analyzer. The initial result was 18.91 pg/ml. The repeat results were 1929 pg/ml and 1980 pg/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 42906601 with an expiration date of 31-jan-2021.